Event description:
It was reported that vessel dissection occurred. The 90% stenosed target lesion was located in mildly tortuous and calcium right coronary artery. After the lesion was pre-dilated with a 2.00 x 10 maverick balloon catheter, a 38 x 2.75 promus premier was deployed. A distal edge dissection was noted and an additional 2.75 12 promus premier was deployed to treat the dissection. The procedure was completed and the patient was stable.

Manufacturer narrative:
(E1) initial reporter address 1: 74g/75, new airport road (beside mohakhali flyover), mohakali (opposite of raowa).

Manufacturer narrative:
(E1) initial reporter address 1: (B)(6).

Event description:
It was reported that vessel dissection occurred. The 90% stenosed target lesion was located in mildly tortuous and calcium right coronary artery. After the lesion was pre-dilated with a 2.00 x 10 maverick balloon catheter, a 38 x 2.75 promus premier was deployed. A distal edge dissection was noted and an additional 2.75 12 promus premier was deployed to treat the dissection. The procedure was completed and the patient was stable. It was further reported that the 38 x 2.75 promus premier was deployed at 15 atm with no issues. The dissection was described as type c and flow limiting.